Manufacturer narrative:
Exemption number (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an 80% stenosed, diffuse, moderately calcified lesion in the moderately tortuous proximal left anterior descending (lad) coronary artery. The lesion was serially pre-dilated with 1.5x12 mm and 2.0x12 mm mini trek balloon dilatation catheters. The 2.5x33 mm xience xpedition stent was implanted successfully at 10 atmospheres (atm) and a dissection was noted distally. A 2.5x18 mm xience xpedition stent was used to cover the dissection. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.